Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that a couple times the patient's stimulation turned off for a matter of seconds. The stimulation would turn off and resume a second or two later. They didn't check the controller the first time the stimulation changed but the next time the patient checked the controller and the ins battery was "all the way down". They were unsure if the battery being all the way down had anything to do with the stimulation turning off for a second or two. The patient had adaptive stimulation enabled but declined troubleshooting. No further complications reported.